Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system (one (1) main body and three (3) limb extensions) to treat an abdominal aortic aneurysm (aaa). Approximately 2.5 years post initial implant, the physician observed migration of the right iliac limb into the main body of the stent during a non-contrasted computed tomography (CT). The physician is planning to perform a follow-up with a contrasted CT to determine the further treatment. The patient is currently stable. Clarification: it was reported that the right limb stent graft moved into the main body device and is not covering the iliac. Additional information received indicating an unknown physician elected to treat the patient by implanting a gore viabahn (non-endologix) vbx stent graft on an unknown date. The final patient status post re-intervention is unknown.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported limb movement event is unconfirmed due to a lack of relevant medical information. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. During the investigation and with the information available, endologix found no evidence to suggest the device was used off-label. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b3 date of event b4 awareness date b5 describe event or problem d3 manufacturer d8 single-use device? G1 reporting entity h6 device codes (as evaluated); remove 3190 h6 evaluation result codes; remove 3233 h6 evaluation conclusion codes; remove 11.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system (one (1) main body and three (3) limb extensions) to treat an abdominal aortic aneurysm (aaa). Approximately 2.5 years post initial implant, the physician observed migration of the right iliac limb into the main body of the stent during a non-contrasted computed tomography (CT). The physician is planning to perform a follow-up with a contrasted CT to determine the further treatment. The patient is currently stable.